Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had a low angulation and black dots in the image. The issue was found during preventative maintenance. The device was returned for evaluation. During the device evaluation, the foreign material was found on the acoustic lens, balloon channel, bending section cover (a-rubber), switch box and angulation lever. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; multiple black dots found in image, the acoustic lens had foreign material, the balloon channel at distal end side found clogged with foreign material causing no balloon water supply, bending section cover (a-rubber) had foreign material, low angulation due to deformation of bending tube and leakage coming from channel inside ks mouthpiece ( mouth guard) and corrosion on scope connector and light guide (lg)-cover glass. There was foreign material on angulation lever, ud plate, switch box, balloon channel port. Scratches on grip, control unit, s-cover, scope connector, usc case and the control unit had stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, corrected data, and the legal manufacturer's investigation. E1, e3, and g2 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign materials found were most likely as a result of poor water tightness due to a scratch on the channel tube. There is a possibility that reprocessing was not conducted properly due to this, and the foreign materials could not be removed. However, the root cause could not be determined. As a result of confirming the contents of the instruction manual, we confirmed the description about reprocessing below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor the field performance of this device.